Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to charge the pump using a tandem charging cable and wall adapter but was unsuccessful. Attempts with different wall adapters and charging cables also failed to resolve the issue. Consequently, technical support decided to replace the pump. The customer was instructed on how to put the pump into storage mode and was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Additionally, the customer was asked to return the faulty pump to tandem using a pre-paid label within 10 days.